Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to pocket erosion and suspected possible infection. The patient described a hole in the skin at the device site, accompanied by significant bleeding, presence of pus discharge and pain upon touch. The primary care provider cleaned the site and scheduled a next-day follow-up. There were no additional adverse patient effects reported. This lv lead remains in service.